Event description:
On (B)(6) 2025, the user reported difficulty removing the ilet connect adapter after forcing it during a supply change. The device was temporarily disconnected, and the user was advised to remain off pump therapy for at least two hours; the user initially stated intent to inject outside insulin but later clarified that no external insulin was administered. Blood glucose was measured at 200 mg/dl with reported symptoms of sweating. The user reconnected successfully after unlocking the connector with assistance from technical support. No long-term health effects, external assistance, or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.